Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, while being used in the resection of the esophagus, the jaws of the device were closed, and the cartridge was attempted to be fired, the firing knob could not be moved forward. Although the surgeon attempted to fire the cartridge for many times, the cartridge could not be fired. The event occurred during the procedure but the product was not used for patient. A new device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.